Manufacturer narrative:
H3: the system was serviced in the field, and hardware parts were replaced. Codes b01, c13, d02 are applicable to this analysis. H3: the return of 9735825 provided the lot number: 1600722220. The hardware was returned and analysis was performed. On the initial connection, all ports were functioning normally. After the em interface was left connected to a test system for overnight testing, the unit was still showing a green status for all inserted tools in ports one, four and five. Once the tools were removed for insertion into the other ports (two, three, six), the unit became unstable and port two turned amber, while ports three and six turned green. The analyst removed all tools from the ports and ports one and two remained amber. After disconnecting the cable from the controller and plugging it back in, every light on the breakout box was illuminated. All ports had an amber light illuminated, the lights next to the circle and cross were both green, and the light next to the "x" was amber, as initially reported. Also, when slightly moving the cable by the lemo connector it caused the lat display to become intermittent, as it began flashing. Codes b01, c02, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information about a navigation system issue identified outside of a procedure. It was reported that the system displayed "localizer faulted." Every light on the breakout box (bob) was illuminated. All ports had an amber light illuminated, the lights next to the circle and cross were both green, and the light next to the "x" was amber. Troubleshooting included accessing electromagnetic (em) diagnostics with the bad bob connected, which showed that the patient tracker was connected to the bob. The status was connected with amplifiers enabled as false, bob as faulted, controller as connected, tool control adapter (tca) as connected, and all ports showed disconnected. System faults included bob read-only memory (rom), but there were no tool faults. Swapping to a known functional breakout box and accessing em diagnostics again showed the status as connected, amplifiers enabled as true, bob as connected, controller as connected, tca as connected, and all ports showed disconnected except the port with the tracker, which showed connected. There were no system faults or tool faults. There was no patient involvement reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735825, serial/lot #: unknown, ubd: unknown, UDI#: unknown h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.